Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure, the balloon on the product detached from the trocar and remained in the patient. The balloon had to be retrieved using instrumentation. Another product was opened and used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted; the balloons were disengaged from the cannula. The obturators were received. The locking collars appeared intact. The insufflation bulbs were not received. The inflation syringes were not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged balloon from the cannula may occur when mishandled during clinical application. The received unit condition could happen when excessive force is applied to the frontal area of the balloon already inflated. This pressure makes the inner flange to detach from the inner sleeve. The degree of damage can go from separating to flange making the unit leak to fully separate the flange, making the balloon to fully deflate immediately. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.